Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure with a 7f sheath. Reportedly, after successfully performing the first two steps, no suture was found upon plunger removal (step 3). Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed as a material separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case the indication is there was non-blow through of the posterior needle tip from the foot due to a likely deflection leading to a separation of the anterior needle during step 3. There is no indication of a product quality issue with respect to manufacture, design or labeling.